Event description:
Additional information provided by the manufacturer representative reported that the patient is recommended to charge their unit more frequently for shorter periods of time while the implantable neurostimulator (ins) is turned on. This way, the patient would have less pain while charging. The patient was also advised to charge while lying on their left side with their legs curled in to pull the skin on the implant site more taut. This created 8 charging bars. The manufacturer representative also ordered adhesive patches for the patient to put on their charger to help keep it on their skin. It was noted that the patient understood the charging instructions and will follow up with the manufacturer representative in one month tore-evaluate.

Event description:
Information was received from a manufacturer's representative regarding a patient with an implantable neuro stimulator for non-malignant pain. It was reported that since implant the patient has changes in coupling depending on the position she charges in. When standing the patient can get 8 bars coupling but when sitting on her side she can only get 4 bars. It was uncomfortable for patient to keep standing for a long time, so they are wondering about anything else they can try. It was further noted that the ins does moves a little bit but not a lot. The patient was transferred to customer service to order sticky patches.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.